Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), deafness ("hearing loss "), overweight ("overweight "), fatigue ("fatigue "), palpitations ("palpitations "), vertigo ("vertigo"), intervertebral disc protrusion ("herniated discs") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, musculoskeletal pain, deafness, overweight, fatigue, palpitations, vertigo, intervertebral disc protrusion and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, deafness, fatigue, intervertebral disc protrusion, menorrhagia, musculoskeletal pain, overweight, palpitations and vertigo with essure. The reporter commented: patient's current condition: fatigue stomach pain herniated discs based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), deafness ("hearing loss "), overweight ("overweight "), fatigue ("fatigue "), palpitations ("palpitations "), vertigo ("vertigo"), intervertebral disc protrusion ("herniated discs") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, musculoskeletal pain, deafness, overweight, fatigue, palpitations, vertigo, intervertebral disc protrusion and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, deafness, fatigue, intervertebral disc protrusion, menorrhagia, musculoskeletal pain, overweight, palpitations and vertigo with essure. The reporter commented: patient's current condition: fatigue stomach pain herniated discs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.